Event description:
During an incident in 2002 involving a pt who suffered a fall and was unconscious, this defibrillator was being used with monitoring pads and it prompted "check electrodes" continuously and shut off after a few minutes. There was some artifact present and nsr was seen on the screen just before the unit shut down. They replaced the battery and the same thing happened. The pt was transported to the ER and had regained consciousness by the time they were at the hospital. The customer stated that this has happened approximately 5 times in the last 2 months, always using monitoring pads in non-cardiac monitoring situations. The reporter said there was no incident printout available. The brand of monitor pad used is unknown.